Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-nov-2018 with the following findings: a review of the black box history showed multiple call service 087 alarms. The issue was duplicated during power up. The call service 069 failure was written to the black box as a call service 087 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Unrelated to the original complaint, the battery compartment was cracked from threads to the case seal on the side of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.